Event description:
While treating a patient, the device displayed a "defib fault 78" message and then shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.